Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no pt incident.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the system error 105. The device was operating out of spec. Eval found the motor was intermittently seizing which is a known contributor to the reported symptom. The motor assembly was replaced.